Event description:
In 2008, the lay user/pt contacted lifescan alleging a display issue(segments missing) with his one touch ultra meter. The medical affairs specialist (mas) spoke with the pt and pt's wife on the following month, to obtain/verify the following info: on the day prior to original date about 11pm, the pt attempted to test on his meter before going to bed but noticed that he was only able to see the bottom portion of his meter display. Although he did no know what his blood glucose levels were at the time, he continued to take 11 units of nph, which is a typical dose for him before going to bed. He claimed he did not take any regular insulin at the time. Approx 6 hrs later (about 5am the next day), the pt felt hypoglycemic (cold sweats with no shakes). His wife offered him some food but he did not want to eat until he can check his blood glucose. His wife then called the emergency services (ems). While waiting for the ems, the pt agreed to eat and/or drink something. When the ems arrived at about 5:15am, his blood glucose was "less than 20 mg/dl" on the ems meter but his wife thinks his blood glucose was "47 mg/dl". He claimed that he was alert at the time and he was treated with add'l food/drink only. No IV glucose was administered. The ems stayed until his blood glucose levels went up before they left. After the incident, the pt also wondered if he had taken regular insulin instead of nph the night before the hypoglycemic event. This complaint is being reported because the pt claimed he was unable to read his meter's display and then reportedly became hypoglycemic approx 6 hrs after approx how much insulin to take. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.